Manufacturer narrative:
Eval: our lab eval of the product said to be involved confirmed the report. The blue hooks have separated from the loading catheter. The outer diameter of the blue hooks and the inner diameter of the loading catheter were measured and found to be within the appropriate specifications. No kinks or bends were observed in the loading catheter. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the lab setting. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for an esophagogastroduodenoscopy (egd), the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. The user reported the blue hook broke from the loading catheter when the loading catheter was pulled through the working channel of the endoscope. The procedure was able to be completed with this device. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.